Event description:
A malfunction alarm was reported by the customer, identified as malf 12 with a fault ID. Information regarding the impact on the customer's blood glucose level was unknown as the customer declined to answer. Technical support assisted the caller with resetting the pump, and the issue did not recur after the reset. Pump continued to be used with instructions to contact support if any malfunction code reoccurred.